Event description:
It was reported that the system with this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead delivered three bursts of inappropriate anti-tachycardia pacing (atp) and one electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) assessed the event to be true atrial arrhythmia and noted noise on the ra lead. Ts suggested device reprogramming options and rate controlling with medicine. Device remains in service and no additional adverse patient effects were reported.